Manufacturer narrative:
UDI number: ni. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2019-00202.

Event description:
It was reported that a revision surgery was performed to address a closure top that migrated post-operatively. The closure top was removed and replaced with an alternative closure top. During the revision, a second closure top was found to be slightly loose. It is unknown if it was tightened back into place or removed and replaced. There were no reported patient impacts outside of the revision. This is report one of two for this event.

Manufacturer narrative:
Additional information: method, results, and conclusions - the implant was not returned for evaluation, however, x-rays were provided confirming that the closure top backed out post-op as reported. Without product return, no further results are available and no conclusions can be drawn. The lot number is unknown; therefore the device history records are unable to be reviewed.

Event description:
It was reported that a revision surgery was performed to address a closure top that migrated post-operatively. The closure top was removed and replaced with an alternative closure top. During the revision, a second closure top was found to be slightly loose. It is unknown if it was tightened back into place or removed and replaced. There were no reported patient impacts outside of the revision. This is report one of two for this event.